Event description:
It was reported that the patient underwent a lead replacement. The patient had experienced changes in stimulation that were felt occasionally in their leg, and occasionally in their ribs and abdomen. The patient recovered without sequela.